Event description:
Carefusion alaris infusion pump suspended infusion of critical medications without displaying alert messages or producting audible alarms in advance of the pump shutting down. All four channels of this pump shut down after several patient transports and periods of battery power usage. Investigation by carefusion concluded that the battery had inadequate storage capacity due to its' age, and that as a result, the battery failed so rapidly that the expected 30 minutes and 5 minute alerts were not provided. This suggests that there are types of batter failures that the battery management system does not alert the user in a way that allows timely transition to using ac power or to using a different pump.